Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician switched the hmf0408 and hms0409 boards between the pumps to resolve the issue. No further failures were noted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that the pump of the sorin c5 system could not be started and displayed an error message during installation. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Soring group (B)(4) received a report that the pump of the sorin c5 system could not be started and displayed an error message during installation. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.